Manufacturer narrative:
While performing a review of file (B)(4) it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. MFR# 3012307300-2024-04945 is no longer considered reportable.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.